Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4 the following sections were updated: b4, b5, g3, g6, h2, h11.

Event description:
It was further determined that the gauge bent to the point where it fractured. No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provided picture identified the tip of the depth gauge is fractured. It was noted that the gauge bent to a point where it fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was using the instrument the tip of the instrument fractured. There was no report of a foreign body retained or harm to the patient. Attempt has been made to obtain additional information. No additional information received at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.